Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 03/24/2008 and 04/04/2008 by mail, fax and phone. A complete questionnaire has not been received.

Event description:
A surgeon reports having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.